Event description:
Reporter alleged that aviva blood glucose test strips were labeled with an exp date of 02/28/2010. The MFR's records show the actual exp date to be 01/31/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.